Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an recurring rewind alarming and could not proceed to "next" step. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-397a. Troubleshooting was performed and load reservoir process complete without insulin exiting out of tubing. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1884, mmt-397a was requested, and customer response was the devices will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected motor related pump errors, motor alarms/alerts, or prime/rewind anomalies were noted during testing. The case was cut open. Did not note any signs of previous moisture presence inside the reservoir compartment, on the motor slide or the motor itself. In summary, the customer¿s report of a rewind anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.